Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was identified that the tips on the endowrist one vessel sealer instrument won't open. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Upon manual input of the vessel sealer knob, the grips would not open or close. Grips were stuck together. The vessel sealer was placed on an in-house da vinci system and it passed self-test. The vessel sealer was advanced through the cannula. Recoverable fault message appeared after attempting to open the grips. Intuitive motion was not being experienced. The instrument was inspected and the overmolded nut was found located between the grips and clevis which was stuck at the center of the two tangs (two silver post attached to each grip). This failure mode will prevent the grips from opening and closing. Additional investigation performed found that the jaw misalignment in the counter-clockwise direction likely forced the two tangs to latch onto the drive nut post. After unjamming the drive nut from the tangs at the back end of the grips, the instrument's grips opened and closed intermittently. The customer reported complaint does not in itself constitute a MDR reportable event; however, the misalignment of the jaw found during additional investigation if to recur could cause or contribute to an adverse event.